Manufacturer narrative:
The device was returned, decontaminated, and investigated. Customer stated complaint that the heat shrink tubing detached from the device is confirmed. The reason for the heat shrink tubing detachment is undetermined. Grasper tips from lot number 00117825 were examined and the investigation revealed no looseness and heat shrink tubing is properly adhered to the grasper tip. A design history record review did not reveal any non-conformities associated with this lot number. The heat shrink tubing was retrieved and there was no harm to the pt.

Event description:
Heat shrink tube came off and fell into the pt. The heat shrink was retrieved and there was retrieved and there was no harm to the pt.